Manufacturer narrative:
Summary - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause - as there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small hole was found in the tubing of the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, causing leakage. There was no report of injury or medical intervention.